Manufacturer narrative:
The serial number of the analyzer is (B)(4). The investigation is ongoing.

Event description:
There was an allegation of a false negative result with the cobas eplex® blood culture identification gram negative (bcid-gn) panel using the eplex analyzer. The eplex result was negative. The biomérieux result was positive for pseudomonas aeruginosa.